Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removed coil/ removal') in an adult female patient who had essure inserted for female sterilisation. The patient's concurrent conditions included pelvic pain and endometrial polyp. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopic bilateral salpingectomy). At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-apr-2021: mr received. Previously added event injury nos was updated to medical device removal. Reporter, concurrent conditions and surgery names were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.